Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("infection") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure at an unspecified dose and frequency. In 2008, the patient experienced abdominal pain lower ("I've been having pain off and on since I gotten the essure, doctor writes it off as cramping"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) and vaginal discharge ("abnormal discharge"). Essure treatment was not changed. At the time of the report, the pelvic infection, abdominal pain lower and vaginal discharge had not resolved. The reporter considered pelvic infection, abdominal pain lower and vaginal discharge to be related to essure. The reporter commented: I would like to have essure removed. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted 8 years ago and she has been experiencing infection (interpreted as pelvic infection). Pelvic infection is anticipated in essure´s reference safety information. Other non-serious events were also reported: pain and abnormal discharge, seen, respectively, as abdominal pain and vaginal discharge. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical complaint analysis is being sought. Further information was requested to clarify this serious reported event.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("infection") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("I've been having pain off and on since I gotten the essure, doctor writes it off as cramping"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("abnormal discharge"). Essure treatment was not changed. At the time of the report, the pelvic infection, abdominal pain lower and vaginal discharge had not resolved. The reporter considered abdominal pain lower, pelvic infection and vaginal discharge to be related to essure. The reporter commented: I would like to have essure removed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation received. Company causality comment this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted 8 years ago and she has been experiencing infection (interpreted as pelvic infection). Pelvic infection is anticipated in essure´s reference safety information. Other non-serious events were also reported: pain and abnormal discharge, seen, respectively, as abdominal pain and vaginal discharge. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information was requested to clarify this serious reported event.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("infection") in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("I've been having pain off and on since I gotten the essure, doctor writes it off as cramping"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("abnormal discharge"). Essure treatment was not changed. At the time of the report, the pelvic infection, abdominal pain lower and vaginal discharge had not resolved. The reporter considered abdominal pain lower, pelvic infection and vaginal discharge to be related to essure. The reporter commented: I would like to have essure removed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-jul-2017: no answer was received after follow-up attempts. Case closed. This non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted 8 years ago and she has been experiencing infection (interpreted as pelvic infection). Pelvic infection is anticipated in essure´s reference safety information.